Event description:
It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. The patient was discharged. However, the patient was shortly readmitted to the hospital after for a gastrointestinal bleeding. The patients medication was changed from aspirin and warfarin to plavix 75mg. On (B)(6) 2020, the patient presented for their 45 day transesophageal echocardiography (tee) follow up which revealed a thrombus. The physicians added low dose eliquis to their medication regime. The patient had no adverse events related to the thrombus and will be re-evaluated at a later date.